Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed (0.21vdc). A pairing test with nordic bluetooth device was performed and passed. Transmitter functional testing was performed and passed all relevant testing. Performed bin file log review and passed. The customer complaint was not confirmed because there is no loss of connection in the bin file. The probable cause could not be determined as the reported allegation was not found. No additional event or patient information is available.